Event description:
During aortic bifemoral bypass graft, the surgeon used an ethicon stapler cat# atw45 - lot# a4ca0z and a reload cartridge cat# 6r45m lot# a4c27f. The stapler was fired and although it stapled on each side, the surgeon stapled the edges were bleeding. Staple line reinforced with suture. Upon investigation with the surgeon, he stated that this is the 3rd time this has happened, although the first time of which was aware.